Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152354.

Event description:
Voluntary medwatch received states: it was reported that this lead was explanted due to a product performance issue. The lead is no longer in service. No additional adverse patient effects were reported.